Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and additional information a root cause could not be identified. The event can be detected/prevented by the following the instructions for use which states: IFU states the detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during reprocessing the gastrointestinal videoscope exhibited foreign object in the nozzle. There was no patient involvement in this event.